Manufacturer narrative:
Literature citation: zhang p, wang jy, zhang y, et al. Results of sacral neuromodulation therapy for urinary voiding dysfunction: five-year experience of a retrospective, multicenter study in (B)(4). Neuromodulation. 2019. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. While specific devices could not be identified involving the reported events, the authors noted that patients were implanted with model 3023 inss until (B)(6) 2014 and model 3058 inss afterwards. Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. The main component of the system from the first event; other applicable components are: product ID: neu_ins_stimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: this five-year, retrospective, multicenter study evaluated the long-term safety and efficiency of sacral neuromodulation (snm) in chinese patients with urinary voiding dysfunction. The authors concluded that snm appears effective in the long term, with a total implantable neurostimulator (ins) implantation rate of approximately 57% (ranging between 42.5 and 72.4% depending on indication). Interstitial cystitis/bladder pain syndrome appear to be the best indication for stage I testing. Chinese neurogenic bladder patients are most inclined to choose snm. Snm is relatively safe, with low post-operation adverse events of 16.1% and reoperation rate of 3.2% during the follow-up period. Reported events: one interstitial cystitis/bladder pain syndrome patient experienced a system circuit failure. One overactive bladder patient experienced electrode disconnection. It was noted the issue was classified as a system circuit failure. Two neurogenic bladder patients experienced system disconnection. It was noted the issue was classified as a system circuit failure. One overactive bladder patient experienced electrode displacement. One idiopathic urinary retention patient experienced electrode displacement. Two interstitial cystitis/bladder pain syndrome patients experienced electrode failure and displacement. No further complications were reported or anticipated. See attached literature article. Please see manufacturer report #3007566237-2019-00521 for information regarding serious injuries that were reported in the article.